Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Customer stated that the insulin pump's display was blank. Blood glucose level at the time of the incident was 526mg/dl. During troubleshooting, the customer confirmed a missed low battery alert in the alarm history. The insulin pump was not replaced or returned for analysis.